Event description:
The reporter states that he obtained the 475 mg/dl and 199 mg/dl blood glucose comparison on the accu-chek advantage system. The test was obtained within 10 minutes. No reported actions or treatment. No adverse event reported. New system sent and return requested.